Manufacturer narrative:
An adverse event was reported by a (B)(6) technician on an oto-s fiber (gen1 laser) on (B)(6) 2017. The gas setting was accidently set at 70 psi instead of 10 psi (as indicated in the procedural settings guide). Surgeon stated that the excessive gas flow caused inner ear inflammation. The patient had to extend the stay in the hospital. Surgeon stated that the hearing was good but was treated with steroids for dizziness. Surgeon mentioned that the condition will resolve completely with time. The product was not sent back for evaluation, no failure of the fiber was reported. The laser was inspected and a preventive maintenance was conducted which did not reveal any failures with the laser unit.

Event description:
An adverse event was reported by a (B)(6) technician on an oto-s fiber (gen1 laser) on (B)(6) 2017. The gas setting was accidently set at 70 psi instead of 10 psi (as indicated in the procedural settings guide). Surgeon stated that the excessive gas flow caused inner ear inflammation. The patient had to extend the stay in the hospital. Surgeon stated that the hearing was good but was treated with steroids for dizziness. Surgeon mentioned that the condition will resolve completely with time. The product was not sent back for evaluation, no failure of the fiber was reported. The laser was inspected and a preventive maintenance was conducted which did not reveal any failures with the laser unit.